Event description:
This unit stopped with no alarm while venting a pt. After rebooting, the unit is working fine. The complainant removed this unit from service and routed this unit to the MFR for investigation.